Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure for atrial fibrillation (a fib), a farawave catheter was selected for use. Upon preparing the device, the technician noticed a white film on the catheter upon removal from the package. Concerned about its sterility, the catheter was replaced. The procedure was completed successfully without any patient complications. The device is expected to be returned for analysis.

Event description:
During a procedure for atrial fibrillation (a fib), a farawave catheter was selected for use. Upon preparing the device, the technician noticed a white film on the catheter upon removal from the package. Concerned about its sterility, the catheter was replaced. The procedure was completed successfully without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. There are some pictures attached to the complaint, one was the label with device information and the other one shows white marks and spots on the catheter handle, further analysis will be required. Upon device return and inspection, no abnormalities or white marks were observed on the catheter. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted.